Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number of the suspect device; therefore, the manufacture date and expiration date are unknown. Device component code relates to problem code for the reported event of stent migration. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a 10 x 60 mm wallflex biliary partially covered stent had been implanted to treat a stenosis caused by cholangiocarcinoma in the lower common bile duct during a stent placement procedure performed in (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, on (B)(6) 2018, the wallflex biliary partially covered stent was noted to have shifted towards the papilla area. The bile duct was kinked and failure to drain occurred. Another stent was implanted into the left hepatic duct to ensure proper drainage. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a 10 x 60 mm wallflex biliary partially covered stent had been implanted to treat a stenosis caused by cholangiocarcinoma in the lower common bile duct during a stent placement procedure performed in january 2018. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, on (B)(6) 2018, the wallflex biliary partially covered stent was noted to have shifted towards the papilla area. The bile duct was kinked and failure to drain occurred. Another stent was implanted into the left hepatic duct to ensure proper drainage. There were no patient complications reported as a result of this event. **additional information received on (B)(6) 2018 testing showed that the patient had an elevated bilirubin count confirming jaundice. A contrast examination was then performed, which confirmed hepatic portal stenosis and the stent¿s migration. The stent still covered a portion of the stenosis. The stent remains in the position where it had migrated.

Manufacturer narrative:
Have been updated based on additional information received on (B)(6) 2018.